Manufacturer narrative:
Patient/user involvement: through follow-ups, customer stated there was no patient involvement. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
Customer reported the backup battery was not charging. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.